Event description:
It was reported that a pt underwent an open repair of a primary incisional/ventral hernia under general anesthesia on (B)(6) 2010. The pt was discharged on (B)(6) 2010, with no issues noted. A post operative infection was reported in (B)(6) 2010. Vacuum assisted closure (vac) was started on (B)(6) 2010. The infection was resolved as of (B)(6) 2010.

Manufacturer narrative:
(B)(4) - infection. Conclusions: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.